Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (85% stenosis, calcification, tortuous vessel). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (85% stenosis, calcification, tortuous vessel). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute rx drug-eluting stent to a lesion in the proximal lad with 85% stenosis. The device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion due to calcification and tortuosity. The degree of calcification and tortuosity is unknown. No resistance was encountered at the lesion. The physician used a new device to complete the surgery. The patient is reported to be good. On analysis of the device at the manufacturing facility, the stent was noted to be damaged. Evaluation summary the hypotube was kinked distal to the strain relief, the transition shaft was kinked proximal to the guide wire entry port. The distal tip was undamaged. Initial mandrel movement failed due to a blockage in the inner lumen, the blockage could not be removed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th and 8th proximal segments were misaligned with a raised strut, the 9th distal segment was misaligned. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).